Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was presented to the emergency department (ed) because her cgm was 210 mg/dl. At an unspecified time, it was also reported to have been of an unspecified low value. She did not have a finger stick. The patient was tired, fatigued, and could not walk. According to the documentation, the patient was admitted with a bg of 1,037 mg/dl. The patient was treated with insulin. After 2 days, she was discharged and felt fine during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.